Event description:
The customer received blood glucose readings of 126 and 518mg/dl mg/dl on the contour meter. She re-tested on a different contour and the readings were 163, 305, 143, 282 and 295mg/dl. The differences between some of the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant no adverse event was alleged. The customer has no strips left to return for evaluation. Replacement test strips were sent to her.